Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage on (B)(6) 2025. The leakage was in the tubing the infusion set was in use for three days. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008240 have already been tested for visual inspection and tested for flow additionally tested for leak in the database 2137323 on 12/may/2025. All test results were within specifications as per the test report database 2137323 test report. Device history record (DHR) review: the lot 6008240 was manufactured according to the work instruction (wi) version 115 in the line 3, on 20/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6008240 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.